Event description:
Approximately one year and six months post hvad implantation, the site reported that the patient experienced a loss of power when the batteries disconnected suddenly. The batteries were removed from the patient and a new set was supplied. Preliminary log evaluation confirmed the loss of power. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The batteries related to the reported event were returned for evaluation. Analyses were conducted and reviewed in order to evaluate the performances of the devices in relation to the reported event. Thorough external visual inspection and functional inspection of the returned batteries revealed no signs of physical damage or contamination. The reported event could not be confirmed. Analysis of the batteries ((B)(4)) revealed that the devices met specifications; the batteries passed visual inspection and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with no power of screened batteries can often be attributed to a power anomaly. The cause of the reported event could not be conclusively determined; a possible root cause of the reported event is a power anomaly within the battery. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2014-00834 and 3007042319-2014-000841) submitted for devices related to the same event.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. This is one of two reports (3007042319-2014-00834 and 3007042319-2014-000841) submitted for devices related to the same event. Evaluation in progress.